Event description:
The customer reported the ventilator battery was not charging. The customer reports no indicator leds are active on the front panel. The ventilator measures zero volts at om/bm. The customer reported the device was not in use on patient.